Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed resulting in inappropriate shocks and a therapy induced arrhythmia. Additionally, pacing impedance was greater than 2500 ohms and elevated threshold measurements were observed. A revision procedure was performed and insulation damage was confirmed. The lead was removed from service and replaced. No additional adverse patient effects were reported.